Event description:
Explanted generator was received by product analysis. Generator product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the product analysis lab. A visual assessment on the pcba, performed at the product analysis test bench, showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. There were no other performance of any other type of adverse events found with the pulse generator. The pcba supply current conditions found during product analysis resulting in premature battery depletion is captured and reported in MFR. Report # 1644487-2019-02049.

Event description:
Further information was received from the physician indicating that the increase in seizures was caused by an external fact not related to the device. The increase in seizures was noted to be above pre-device baseline levels.

Event description:
Patient's sister reported that the patient experienced seizures lasting 30 to 90 seconds and went to the emergency room. The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.